Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the id4501l duragen 4x5 1 pack was used in a tent meningioma procedure. A cerebrospinal fluid leakage was observed the day after the operation, but the location could not be determined because there was a lot of drain drainage. Over one centimeter (cm) from dural defect and a fibrin glue was applied to the dura suture and duragen. The causal relationship with duragen was unknown and the condition was observed without surgical treatment. Additional information has been requested.

Manufacturer narrative:
An additional information was received on 06sept2019 and 18sep2019 indicating that there was no information provided as to how much was the csf leakage. There was no delay in surgery reported. The incident occurred next day from the procedure; it seemed that the patient was most likely not moved the time of the incident. The patient was monitored and there was no medical interventions or revisions required. The device is not available for evaluation.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The product was not returned for evaluation. The DHR review was not possible because the customer just provided the catalog # id4501i, ¿duragen 4x5 1 pack ce¿, but not the lot number involved in the event. The leak reported is not necessarily a failure of the duragen product used. As stated in the complaint the leak ¿location could not be determined¿ and ¿the causal relationship with duragen is unknown¿. Also, complaint information states that the product was used in conjunction with another product: fibrin glue. The complaint was not confirmed. The root cause for this event was undetermined.